Manufacturer narrative:
(B)(4).

Event description:
The customer complained of questionable low results for 1 patient sample tested for ise indirect na and k for gen.2 tested on two cobas 6000 c (501) modules (analyzer a and analyzer b). The initial sodium result was 132 mmol/l and the initial potassium result was 4.18 mmol/l from analyzer a. The sample was then run on analyzer b with a sodium result of 140 mmol/l and a potassium result of 4.45 mmol/l. The sample was then retested on analyzer a with a sodium result of 140 mmol/l and a potassium result of 4.59 mmol/l. The initial results were reported outside of the laboratory. The results from analyzer b were deemed to be correct. There was no adverse event. Following the retesting of the patient sample on analyzer a, the customer performed an ion selective electrode (ise) check and precision run on analyzer a of which the results were acceptable. The customer stated there were no flags associated with the results and that calibration and qc were acceptable. The initial results were from a sample aliquoted by a modular pre-analytics system. The repeat results were generated from the primary tube. The sodium, potassium, and chloride electrode lot information was requested but not provided. The field engineering specialist found a misadjusted "cam lever." He lubricated the affected part. Calibration and qc testing was performed and results were acceptable.

Manufacturer narrative:
The service activities performed by the field engineering specialist have resolved the issue and the error causing part, "cam lever," was identified as the root cause. The instruments performance has been verified. There was no reagent or software identified as the root cause. A historical query for the customer site found past escalated complaints of this nature on a like instrument, however the solution is considered sustainable. There is no indication of a systemic failure. Trending was performed for the error causing part and no abnormal trends were identified over the past 90 days. The customer has not reported any further issues.